Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood was noted throughout the dialyzer. The returned sample was subjected to a laboratory bubble point test. A leak was detected in the form of a steady stream of bubbles emanating from the polyurethane (pu) potting cut surface on the non-cavity ID end and located at approximately 70 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was subjected to destructive disassembly for further visual examination. A potted fiber fragment was identified at approximately 70 degrees on the non-cavity ID end. The fiber fragment measured approximately 3.0 cm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surfaces of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred approximately one hour into a patient¿s hemodialysis (hd) treatment. The blood leak was not visually observed. It was reported that the machine, a fresenius 2008t, alarmed during the patient¿s treatment with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. There was no reported damage found on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient successfully completed their treatment after being set up with new supplies on the same machine. The complaint device was available to be returned for a physical evaluation.